Event description:
We received an allegation of a discrepant low inr result with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 3.8 inr at 6:24 a.m. The result from the laboratory was 7.4 inr at 7:34 a.m. The result from the laboratory was believed to be correct. Prior to (B)(6) 2022 the patient had been using an "excessive" amount of an anti-inflammatory cream called voltaren and was told this could have caused the high inr from the laboratory. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr and they test every 2 weeks.

Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The test strips were requested for investigation. The customer returned 1 test strip that had been previously inserted into the device. The coloration of the test strip indicates it was also exposed to moisture. The test strip was unusable for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.